Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit had no pressure trigger. There was no patient involvement reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) tested bp interface cable and front end board and passed to specifications. Could not duplicate any failure on cardiosave console or cable. Possible issue with customer disposable ibp cable, informed customer this may be a possibility. Unit passed all functional and safety tests per factory specifications, returned to customer.

Event description:
N/a.